Event description:
Additional information later reported that the patient was scheduled for pump replacement on (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported no cause identified for motor stall. The patient was receiving effective therapy.

Event description:
The patient heard the pump alarming and began experiencing increased pain. He was very uncomfortable and had signs of beginning withdrawal. The pump was interrogated and the logs showed that the pump had stalled on (B)(6) 2015 at 1733 with no recovery as of the date of this report. There were no other stalls in the event logs. The hcp (healthcare professional) ruled out any emi as a cause; programmed the pump to minimum rate mode; and supplemented the patient with oral meds. The pump was going to be replaced; the date was not yet determined. The device system was delivering morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. There was slight corrosion on gear wheel 3. There was slight residue on the lower shaft of the rotor magnet; there was no wear under the residue. There was residue in the pinion as well as the upper shaft of gear 2 where it inserts into its jewel; there was residue in the jewel after gear 2 was removed from the top bridge. After partially wiping off some of the residue from the upper shaft of gear 2, there was shaft wear found under the residue.